Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.75mm x 15mm nc emerge® balloon catheter was advanced for pre-dilatation. The balloon was first inflated at 12 atm. However, upon 2nd inflation at 16 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.